Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy, they noticed that they were not getting any samples, and no vacuum out of the system. The unit was tested, and they changed probes and continued to receive very little vacuum. There was no patient consequence reported. Case was completed using the unit.